Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed prophylactically in the infrarenal ivc without incident. Approximately two months post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein using standard micropuncture technique. A venacavagram was performed and demonstrated a patent ivc with no thrombus. The filter appeared tilted with the tip of the filter against the medial sidewall of the ivc. The retrieval sheath was advanced to just above the filter, and after difficulty and repositioning the retrieval device was advanced over the cone of the filter. The filter was pulled into the sheath and successfully removed. A completion venacavagram demonstrated no evidence of active extravasation of contrast outside the ivc. There was focal irregularity of the ivc at the level of the filter that did not appear to be actively extravasating outside the ivc. Adequate hemostasis was achieved with manual compression. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images not provided. Medical records were provided. A vena cava filter was successfully deployed prophylactically in the infrarenal ivc without incident. Two month post filter deployment during a scheduled retrieval procedure, a venacavagram demonstrated the filter tilted with the tip of the filter against the medial sidewall of the ivc. Based on the medical records, the investigation is confirmed for a tilted filter, as during a schedule filter retrieval the filter was found to be tilted with tip against ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complications. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. The filter was successfully removed with a retrieval device. There was focal irregularity of the ivc at the level of the filter that did not appear to be actively extravasating outside the ivc. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to a prophylactic extensive spine surgery/procedure. At some time post filter deployment, it was alleged that filter tilted. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After three days later, computed tomography (CT) of the cervical spine without contrast was performed and the inferior vena cava filter was in place. After four days, lumbar spine ap/lateral was performed, and the inferior vena cava filter was seen right of the spine. After one month, lumber spine ap/lateral was performed, and the inferior vena cava filter was stable in position. After four days, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein using standard micro puncture technique. Subsequent inferior vena cavagram revealed, the inferior vena cava filter was present in infrarenal location. The filter appeared tilted with the tip of the filter against the medial sidewall of the inferior vena cava(ivc). The filter appeared to be somewhat tilted with the tip of the filter against the medial sidewall of the inferior vena cava. The retrieval sheath was advanced to just above the filter, and after difficulty and repositioning the retrieval device was advanced over the cone of the filter. The filter was pulled into the sheath and successfully removed. Therefore, the investigation is confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.